Event description:
It was reported that the camera head's cord had a cut. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of cut on the cable was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record could not be verified since the equipment in question was manufactures more than 15 years ago. Olympus will continue to monitor the field performance of this device.